Event description:
It was reported that a user experienced a sensor pairing failure when attempting to pair a libre 3 plus sensor to the ilet bionic pancreas after scanning, and the system did not enter warmup; a subsequent scan produced the same result until a later scan indicated approximately 15 minutes remaining in warmup. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status and no hospitalization. Investigation included review of device pairing behavior and user troubleshooting steps. Investigation of this case revealed that the event was consistent with a communication or connection issue between the sensor and the ilet, with pairing subsequently initiating as indicated by the warmup countdown. It was concluded that, based on previously established findings for similar reports, the device functioned within expected parameters after user re-scan, and no device malfunction was confirmed.